Event description:
Additional information: a clamshell repair was performed on 01jun2023.

Manufacturer narrative:
Incidental findings: tape application was observed on the silicone jacket of the external portion of the driveline, suggesting that there is additional damage to the jacket. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed through the onsite evaluation by an abbott technical services representative as well as the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. The submitted log file captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. C) are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported, that the patient had damage to their driveline. Due to general wear a tear. Rescue tape was applied. And a clamshell repair was scheduled.